Event description:
It was reported that the patient's ipg stopped communicating with external devices. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.